Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow control valve and the drive gas check valve were replaced proactively. The unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation during patient use. There is no report of patient injury.